Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a decrease in impedance, noise oversensing, undersensing and increased capture thresholds. The lead was successfully capped and replaced. The patient was asymptomatic prior to the procedure and stable post surgery.